Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that on (B)(6) 2018 the pump was unable to be completely filled at a refill appointment because it was "locked up". The patient later went to the emergency room with nausea and pain. It was noted that the hospital would provide alternative pain management for the patient. The issue was noted as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine (30 mg/ml at 21.030 mg/day) via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that the patient's pump was alarming since (B)(6) 2018 due to a missed refill. It was further specified that the patient does not have a pain doctor anymore and their primary care doctor wrote an order for a home health agency to fill the pump. One of the nurses attempted to fill the pump on (B)(6) 2018 but was unable to aspirate any drug and sent the patient to the emergency room for an x-ray and to attempt another refill and rinse the pump with saline. The caller did not know what pump alarm was occurring but believed it was either a low reservoir alarm or empty reservoir alarm. The caller did not know what was happening at the emergency room. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the report of patient symptoms. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) and a consumer on (B)(6) 2018. It was reported that the patient had comein yesterday ((B)(6) 2018) for a refill and the nurse that was present for the procedure notified them that the pump was "locked" and that normally there is a "three day alarm" that goes off. The caller did not think the pump was alarming. She noted she thought that the nurse who attempted the refill "didn't know what she was doing." They did not have a physician programmer to interrogate the pump to confirm its status. A representative was paged. The patient called in the same day to report that she wanted to "jump out of her skin" because she is not getting medication. She stated she could hear a "three toned alarm" for a couple of days where before it was just a "silent beep." She noted that a doctor had arranged for a representative to come to her home to interrogate the pump.the drug information was provided by the patient as follows: "115 ccs, 2.5-3 mlg every 2 or 3 hours, 116 concentration." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that one of the manufacturer representatives came to the patient when she was in the intensive care unit (ICU). This representative spoke to the hcps. The patient was in the ICU for some time. She thought the pump was turned off. All she was hearing is a "fire truck" and an "ambulance" going through her stomach. The patient thought the pump was turned off when she was in the hospital, but she guessed not, because the alarm was "screaming." The patient confirmed she was hearing the critical alarm because she had no morphine in her pump and noted she had not had morphine in the pump for over a month. When she was in the hospital, "she put that blue thing over my stomach" and told her that she had not had morphine for over a month. Her hcp did not have the "type of machine" to check the pump and the only one who had it was the nurse that "screwed her over" and he was not allowed on her property. They almost killed her by putting the morphine in her stomach and not her pump. He did not know how to do it and she had to teach him how to do it. The last time he did it he pumped it in her stomach and not into the pump. She ended up in the ICU because of the hcp and almost died. She did not want morphine "going through her stomach" and wanted the pump removed. She had already "gone through the phases of not having morphine." She did not want the pump in again because "this guy" put the morphine in her skin, not the pump. The patient noted she walked "very slowly." Patient stated she knew she did not have any morphine in the pump, and that is why she ended up in the ICU, because of what "he did to me." If she saw the hcp, she was going to ask that they take the pump out, and if she cannot do that, then she would remove the pump herself. The patient said that the pump only lasts 10-12 years and repeated hearing the alarm. There were no further complications reported at this time. Additional information was received from a hcp. It was reported that the patient was admitted to the ICU on (B)(6) 2018 and discharged on (B)(6) 2018. The hospitalization was related to the ER visit. It was unknown what date the morphine was put into the patient's stomach and not their pump. The hcp did not have any information regarding the pump alarm and there was no mention of the alarm in the chart. There were no further complications reported at this time.